Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device is unavailable for return.

Event description:
Caller reported experiencing elevated blood glucose levels of around 20 mmol/l due to a disconnected tube connector from the tube. Caller stated it occurred also during the night so he woke up with elevated blood glucose levels. Caller no longer has the alleged infusion set. No adverse event reported.